Event description:
It was reported that the device was explanted and replaced due to possible early battery depletion, unexpected longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant: 694765 lead implanted: 2007-(B)(6); 5076-45 lead, implanted: 2007-(B)(6). (B)(4).